Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. Additionally, contamination was found in the trunk cable connector. The open wire was caused by the contamination. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was not able to communicate with a monitor.